Manufacturer narrative:
The field service representative determined worn out pump tube was the cause of the discrepancies, and he replaced pump tube and tubing set. To verify analyzer operation, diagnostic tests and qc were run which passed.

Event description:
Customer received critical sodium results for multiple patients. The doctors questioned the results and the serum samples were repeated on the same analyzer after the field service representative resolved the issue. Customer provided 27 sodium results, the following nine results were discrepant, all initial results were accompanied by data flags: initial result on (B) (6) 2009 gave 129, first repeat on (B) (6) 2009 gave 140; same sample repeated a second time on (B) (6) 2009 gave 138 mmol per l. According to the customer, the doctors did not believe the initial results, no patients received inappropriate treatment. Some treatment may have been delayed, no patients were hospitalized as a result of the incorrect results.